Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alerts) has been confirmed. As received, the monitor failed incoming testing. The cause of the constant gong alerts and incoming test failure is lack of driven ground. The cause of the lack of driven ground is an open r781 resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report constant gong alerts. The patient was issued a replacement monitor.